Event description:
It was reported that the patient's left knee was revised due to suspected infection. Surgeon performed an I&d with poly swap with no stryker rep present.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: tri ts baseplate size 7, cat#: 5521-b-700, lot#: unknown. Triathlon ps fem comp #7l-cem, cat#: 5515f701, lot#: unknown. Tri cemented stem 12mmx50mm, cat#: 5560-s-112, lot#: unknown. Triathlon symmetric x3 patella, cat#: 5550-g-360-e, lot#: unknown. Tri post augment sz7 5mm, cat#: 5543-a-700, lot#: unknown. Triathlon femoral distal augment 5mm - size 7 left, cat#: 5540-a-701, lot#unknown. Triathlon femoral distal augment 5mm - size 7 left, cat#: 5540-a-701, lot#unknown. : it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.